Event description:
The driver tip broke into pieces during a case.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. A visual examination under magnification of the returned t6 cannulated hexalobe driver (pn 80-4149) was performed. Torsional and oblique fracture patterns were identified at the hex tip of the driver. Additionally, the edges of the broken hex tip show some twist or angling, indicating that the driver tip twisted before fracture. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No root cause determination can be made. Related to 3025141-2025-00254.